Event description:
It was reported that the procedure was to treat an eccentric 99% stenosed lesion in the mid to proximal left anterior descending artery with heavy calcification. Rotablation was performed and the 2.5 x 15 mm trek balloon catheter was advanced and inflated; however, a balloon rupture occurred during the first inflation to 6 atmospheres (atm). The 2.25 x 15 mm trek balloon catheter was then advanced and inflated; however, this balloon also ruptured on the first inflation of 6 atm. A new 2.25 x 15 mm trek balloon was used successfully and a non-abbott stent was deployed to complete the procedure. Both balloons were prepared per the instructions for use, prior to use in the anatomy. There was no resistance during advancement or removal of either balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.25 x 15 mm rx trek referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the guide wire exit notch was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.